Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR. Report: 1221359-2022-02068.

Event description:
The customer reported false positive results with the ID now covid-19 assay for two patients with one lot. This MFR report addresses patient one of two. The customer reported a false positive result with the ID now covid-19 assay performed on or before (B)(6) 2022. Using an unknown sample. Additional testing was performed using unknown brand of rapid antigen test and generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m188133. With internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m188133 and test base part number 190-430 / lot m188133. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m188133. Showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. However, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency.